Event description:
It was reported by the affiliate that (2) tcr55 were used during a gastrectomy procedure. It was reported by the affiliate that the instrument locked out. A new instrument was used to finish the case. No adverse outcome to pt.